Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. A 10.0 x40, 75cm charger¿ balloon catheter was advanced. The balloon was inflated at 24 atmospheres (atms) for 1 minute on the first and second inflation. The balloon ruptured at 24 atms for 1 minute on the third inflation. The device was removed completely from the patient. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear extended from 2mm distal to the distal edge of the proximal markerband and the tear extended distally along the balloon for 50mm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the complaint states that the balloon was inflated above its rated burst pressure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. A 10.0 x40, 75cm charger¿ balloon catheter was advanced. The balloon was inflated at 24 atmospheres (atms) for 1 minute on the first and second inflation. The balloon ruptured at 24 atms for 1 minute on the third inflation. The device was removed completely from the patient. No patient complications were reported and the patients status was fine.